Event description:
It was reported that during a lap cholecystectomy procedure the device jammed when they fired the applier and after the first firing it ejected clips and fired malformed clips that were open ended. They used the device to complete the procedure.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.